Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. There have been two other similar complaints reported in the lot number. Additional information was requested on (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011 by phone, fax, and mail. A completed questionnaire was completed on (B)(4) 2011. (B)(4). This report was mailed to FDA on: 05/19/2011. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a cartridge tore the posterior capsule. The surgeon reported that prior to insertion of the iol, the capsule appeared to be intact. During the iol insertion, the cartridge split. The surgeon reported that since the iol was partially in the eye, he completed the insertion of the lens. When the cartridge was removed from the eye, a tear was seen in the posterior capsule. The iol was removed and replaced in the sulcus. The surgeon reported the event resolved following removal of the iol and replacement in the sulcus.